Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to non-sleep anomaly software error. The insulin pump passed displacement test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 9 mmol/l at the time of the incident. Troubleshooting steps were guided for power error detected alarm. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Customer has not previously called to report power error detected. Notification light did not immediately stop flashing. Customer advised to replace the insulin pump. Customer advised to monitor the pump and call back if the error recurs. The insulin pump will not be returned for analysis.